Event description:
At 4:00 am, customer's blood glucose was 207 mg/dl. She ate yogurt at 9:00 am. At noon she was "feeling nauseous and was almost 600 mg/dl." Pt went home from work and vomited. "Cannula had come out of arm but pod was still on." The pod was removed. We do not expect the product to be returned for eval.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore, no conclusion can be drawn. Product lot qualification records were reviewed and found to have met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customer's can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin and contact an hcp for guidance.